Event description:
The surgeon can´t screw it in the bone. He said it was too blunt.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions could not be checked completely because the part of threaded tip is partly missing. The head and the remainder of the thread were found to be in compliance with the technical drawings an ao asif specification. The examination of the raw material testing certificates and the manufacturing papers was not possible since we are not aware of the concerned lot numbers. The investigation of the complained screw shows that the tip is flattened due to mechanical overload situation while insertion. We are not able to determine an exact cause of this occurrence as no clinical details were provided. We assume that the tip of this screw is flattened as result of strong mechanical contact with very hard unknown media or hard bone. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The product was returned and the investigation is ongoing.